Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00876. The hospital disposed the device.

Event description:
The patient was undergoing a coil embolization procedure using pod4s. During the procedure, while attempting to advance two pod4s into a non-penumbra microcatheter, the physician experienced resistance and the pod4s were unable to advance out the introducer sheaths. Therefore, the introducer sheaths containing the pod4 were removed and the procedure was completed using a pod5. It was also reported that the physician experienced a lot of friction while attempting to advance the pod4s out of their introducer sheaths on the back table. There was no report of an adverse effect to the patient.